Manufacturer narrative:
No additional information is available for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a s-cal kit was received and when opening the box it was noticed that some of the s-cal vial volume had leaked out of the vial and was spread inside the box. The instrument associated with this event is the coulter act diff2 analyzer. Per customer, there was volume left inside the vial and the cap was still attached to the vial but it seemed to be misplaced. There were no reports of death, injury or affect to patient treatment with regard to this event. The operator was wearing proper ppe and there was no exposure to open wounds or mucous membranes.